Manufacturer narrative:
Section d4, catalog number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms could not be confirmed. The heartmate 3 system controller (serial number: (B)(6)) and the four backup batteries (serial numbers: (B)(6)) not returned for analysis and no log files were submitted for review. A root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The 11v backup batteries (serial #: (B)(6)) were observed to pass all initial testing per the manufacturing datasheets. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault alarm on 05apr2024. The patient contacted the hospital and was instructed to do a self-test on the system controller. The alarm cleared after the self-test. However, 2 days later, the alarm returned. The emergency backup battery (ebb) was exchanged, but 3 days later the alarm returned again. The hospital sent the patient 2 new batteries, but the alarm persisted. It was noted that the patient was on palliative care, so a controller exchange was not a probable option. The family would plan to disconnect and reconnect the ebb in the evenings to prevent alarms occurring overnight.